Event description:
During the pfa procedure, there was a procedural delay. The volt catheter would not baseline after multiple attempts and remained grey. The rl patch was reapplied, the current generator was restarted, and the catheter was reconnected with no resolution. The catheter was replaced but the same issue occurred. Ablation was performed without the contact index. On the 5th application, the therapy was aborted and a message appeared saying "higher than allowed impedance on therapy path." The rl patch was reapplied but baseline was still not possible and the same error message appeared. The catheter was replaced again, and the unified cable was changed which resolved the issue. The procedure was completed with no adverse consequences to the patient. The unified cable is alleged to be the cause of the issue.